Event description:
The lead was implanted on (B)(6) 1998 and capped on (B)(6) 2012. Chronic rv lead mdt 5068 was fractured. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).